Event description:
Nurse entered patient's room and found paatient on floor, feet outstrecthed, head in approximation to flexicair bed and side rail, facing left. Appeared as if head wedged between bed and side rail. The cause of death is unknown because no autopsy was performed. The bed was leased to the hospital from sii medical servicesdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, invalid data. Results of evaluation: none or unknown. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.